Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead impedance alert for high and undefined impedance. Unstable thresholds and intermittent capture was also noted as well as the lead not sensing consistently. The rv lead also exhibited high number of the sensing integrity counter (sic) over-sensing episodes. Lead fracture was suspected. X-ray showed kinking/acute bend of the rv lead at veinous access area. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.